Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegation was not confirmed. There were no abnormalities observed with the device upon evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that during reprocessing, the image was red and the color was not correct on the 4k camera head. The intended procedure was therapeutic (hysteroscopic myomectomy) and there was no procedural delay. The patient was under anesthesia for about twenty minutes at the time the issue occurred. The device was replaced with a replacement device and the procedure was completed. There was no reported patient injury.